Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a sensor break and a missing cannula. The customer's blood glucose reading was unknown. The sensors were replaced. No further details were provided.